Manufacturer narrative:
On 10/10/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: optical communication. Camera power cycles once every minute or so when navigating in cranial application. On 10/11/2016 a medtronic representative re-installed ndi firmware 14 on the navigation system. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report that while in a cranial biopsy procedure, the site could hear beeping from their navigation system and camera. The camera would beep, the lights would flash, and the navigation system would stop tracking. When the camera beeped, the instrument icons on the bottom of the navigate screen would disappear. They would come back shortly after showing green for tracking if the instruments were still in the field of view (fov). In trouble-shooting, confirmed external camera cable had no visible crimping or damage. Entered the ndi toolbox configuration utility to check psu and scu logs. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 1 or 2 minutes to work through the cycling. There was no impact on patient outcome.